Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during a peri-arrest, defibrillator pads were attached to a patient, but the heartstart xl+ monitor / defibrillator failed to power up, despite the ready for use (rfu) indicator displaying an hour glass. There was no adverse event reported. Another defibrillator was used to monitor the patient, device manufacturer not reported, and the patient did not require cardiopulmonary resuscitation (CPR) or defibrillation for the event of peri-arrest (rapid response). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.